Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a chemo leak at the connection of the secondary set. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: baxter 100ml bag of 0.9% nacl injection, ndc 0338-0049-18. Lot p347732, exp sep 2017; baxter 250ml bag of 0.9% nacl injection, ndc 0338-0049-02, lot y205922, exp jan 2018, therapy date (B)(6) 2016. The customer¿s report of texium leak was not confirmed. The sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. No anomalies were observed. Functional and pressure testing resulted in no leaking observed. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.0140¿ long. The particles were identified to be calcium carbonate. The root cause of this report was not identified. However, a backflow from the secondary infusion to the primary set was observed during functional testing.